Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead had fractured in half. It was noted that half of the lead remains in the patient. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Only the proximal segment of the lead was returned. Dried blood/body fluid was noted in the entire lead lumen. The insulation was damaged 395-401 mm from the terminal pin. The conductor coils were deformed and fractured 440 mm from the terminal pin. Additionally, the insulation was torn and abraded 440 mm from the terminal pin. Due to the location and type of damage, analysis concluded it appeared the damage was caused by entrappment in the clavicle/first rib region.